Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the right ventricular (rv) lead, the lead exhibited high impedance. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.